Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level at the time of incident was 50 mg/dl. The customer also reported that the their was insulin dripping or squirting from end of the set before connecting at their site. Based on customer report customer did not allege insulin pump was over delivering. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with food. Insulin pump will not be returned for analysis. Sensor will be returned for analysis.